Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited low sensing measurements on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was repositioned. However, the lead could not be successfully inserted back into the device header despite extensive troubleshooting efforts. Therefore, the device was explanted and replaced. This lead was interfaced to a replacement device and remains in service. No additional adverse patient effects were reported.